Event description:
The lead was returned with no information, analyzed, and tested out of specification. Further follow up did not reveal any relevant information regarding the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached due to metal ion oxidization. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.